Event description:
It was reported that the customer passed away. The cause of death was a motorcycle accident. It was reported that another motorist lost control of their vehicle and caused the accident. The reporter stated that the event was not diabetes related. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. See also MFR report number 3004209178-2010-81144.